Event description:
It was reported that the hemodynamic pressure numbers were freezing on the screen. They were slaving the ap waveform from the monitor and the origination of the waveform was from a radial line. The hemodynamic numbers froze and during troubleshooting, the numbers on the display froze. As a result, the console was exchaned. Refer to 1219856-2006-00243 for second incident involving the same patient.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.